Manufacturer narrative:
As received, the device was unable to be interrogated. The cause of the loss of communication was found to be due to low battery voltage from premature battery depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6). 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a battery performance alert (bpa) noted on the device. No intervention has been taken at this time, and the patient was stable with no consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the device was explanted and the patient was stable following the procedure.